Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that syringes have a black mark at the tip. To aid in the investigation, four samples and two photos were received for evaluation by our quality team. Three of the samples received came in sealed packaging blisters and one in an opened packaging blister. A visual inspection was performed and each sample has embedded degraded resin at the syringe barrel flange. No other defects or imperfections were observed. The two photos provided show the embedded degraded resin at the syringe barrel flange. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. A device history record review was completed for provided material number 309653, lot number 1056595. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that a syringe 50ml ll tip 1ml had foreign matter before use. The following was reported by the initial reporter: "I have been asked to reach out as we have a few syringes (50 ml) that have a black mark at the tip, looks like ink."